Event description:
It was reported that patient presented to the or for a device change-out for normal eri when externalized conductors were noted. The lead will be monitored and dft testing was successful and revealed no electrical anomalies.

Event description:
New information received states the lead was capped and replaced. The patient condition is stable.